Manufacturer narrative:
On (B)(4) 2013 an ocd field engineer(fe) arrived at the customer site and checked the gripper alignment. The gripper alignment checked ok. The fe replaced the diffuser and readjusted the camera and read reference card (brightness was within specs). The fe checked the centrifuge speed and time. The centrifuge speed and time was within specs. The fe ran waddiagnostics without any issues. The customer ran controls and accepted the results. Repairs have returned this instrument to expected operation. (B)(4).

Event description:
The provue reported negative results for a sample that tested positive (weak 1+) with multiple repeat testing. Erroneous results were reported. Corrected reports have been issued for the affected samples. There was no harm to any patient.